Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, tee post valve deployment revealed severe central ai. The ai appeared to be caused by a non-functioning leaflet, which was determined to be caused by native leaflet overhang. Further assessment revealed that the valve was slightly canted in the annulus, contributing to the native leaflet overhang. It was decide to post dilate the valve to try to move the native leaflet aside. Post dilatation tee showed no change to the ai. A second sapien valve was implanted more aortic and post tee showed no central ai. Patient was transferred to the unit in stable condition. This patient¿s native valve/leaflet calcification was reported as bulky, with mild aortic root calcification. In addition, the coaxial alignment of the valve and delivery system was considered fair.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the slightly canted placement of the valve resulted in native leaflet overhang, causing a non-functioning leaflet and central ai. The fair coaxial alignment of the valve and delivery system, and bulky native valve calcification, likely contributed to the canted deployment of the sapien valve and subsequent sequence of events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.